Manufacturer narrative:
The insulin pump passed the self test and displacement test. All buttons functioning properly. No damage to the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. The insulin pump was received with a cracked case near the corner of the belt clip rails on the battery compartment and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had issues with button presses that do respond at all and did not suspend the insulin pump at different times when needed. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated time was change. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.